Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5041649/5042843, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient device was not working for him. The patient underwent an explant procedure. The patient was doing well postoperatively.